Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient slid down onto the floor between the opening of the side rails. She said the (2) side pull out rails were not extended and the mattress collapsed where there was no support." The patient sustained a dislocated shoulder and was sent to the hospital for evaluation. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.